Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 18-feb-2025, the user reported experiencing a severe hypoglycemic event on (B)(6) 2025 while using the ilet device. The user lost consciousness and was transported to the hospital by emergency medical services (ems), where they received intravenous (IV) glucose and glucagon. The user was admitted from (B)(6) 2025. The user reported ongoing low blood glucose (bg) levels and attributed the event to challenges with eating due to nausea and loss of appetite from ongoing radiation treatment for breast cancer. The user reported consuming crackers and orange juice to address low bg levels but remained incoherent at the time of ems arrival. During the event, the dexcom g7 continuous glucose monitor (cgm) displayed a reading of 77 mg/dl, while the user's bg was reportedly in the 20s. The logs reviewed by the agent indicated that the low bg event may have been associated with insulin stacking and announcing a meal while bg levels were in the 300 mg/dl range. The user requested additional training support from a trainer. No long-term health effects were reported. After the event, the user resumed use of the ilet device.